Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1909903 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The mynx grip vascular closure device 5f balloon came out from the vessel during the step (gently pull back two stops). There were no reported patient injuries. The device will be returned for analysis. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty, removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was a diagnostic coronary procedure, that used a retrograde approach. The patient was not hospitalized. The event did not cause a clinically relevant increase in the duration of the procedure. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. The mynx grip vascular closure device 5f balloon came out from the vessel during the step (gently pull back two stops). There were no reported patient injuries. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty, removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was a diagnostic coronary procedure that used a retrograde approach. The patient was not hospitalized. The event did not cause a clinically relevant increase in the duration of the procedure. The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 2.5 mm from the balloon proximal neck. The product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed since the device was returned with a tear in the balloon. The exact cause of the issue experienced by the customer and the tear could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the pull through since the device was received in a condition consistent with ¿balloon loss of pressure,¿ which the customer reported did not occur during use. However, it is possible that the tear was not noticed by the customer and may have contributed to the pull through experienced since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Therefore, access site characteristics (although not provided) and/or the condition of the procedural sheath (although not returned) most likely contributed to the tear found. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.